Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/migration of implant / migration of essure: right essure microinsert cannot be found") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sumatriptan (imitrex) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia"). On (B)(6) 2009, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the migraine and headache had not resolved. The reporter considered fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion, left tube occluded most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia, migraines / headaches, perforation of fallopian tube. Concomitant disease, lot number, incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/migration of implant / migration of essure: right essure microinsert cannot be found") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) and sumatriptan (imitrex) from 2010 to 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of female sexual dysfunction ("apareunia"). On (B)(6) 2009, 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side)). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, menorrhagia, vaginal haemorrhage and the last episode of female sexual dysfunction outcome was unknown and the migraine and headache had not resolved. The reporter considered fallopian tube perforation, headache, menorrhagia, migraine, vaginal haemorrhage, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion, left tube occluded. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: new event apareunia (inability to have sexual intercourse) and concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.